Manufacturer narrative:
The product code was unknown; therefore, brand name, catalog number, manufacturing location, 510(k) and UDI were unknown. The lot/serial number was unknown; therefore, the date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the surgeon had a burn injury on the skin while using the saw blade device. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. It was not reported if there was medical intervention or prolonged hospitalization. The surgeon's status post-surgery was unknown. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During follow-up with the reporter, it was noted that the patient was a (B)(6) female who was having an elective rhinoplasty. While shaving down the dorsal hump, the encountered a lesion (full thickness burn) on the left side of the nose, lateral to the dorsal hump, which was managed as full thickness burn and left to eschar. Over the following months the eschar resulted in prominent scalloping of the left side of the nose and the patient underwent a second procedure. It was noted that the lesion was 3cm by 2cm in size. It was also noted that this was the surgeons second case performing this procedure and no formal training took place. It was reported that providing each procedural step in the process was not possible. It was noted that the surgeon had to make a slightly larger incision than for traditional methods, but was happy to do so due to the good reduction in the dorsal hump it provided. It was then noted that the surgeon dissected down to flare open the soft tissues and used a continuous sweeping motion to shave down the dorsal hump. It was reported that smoke was seen coming from the soft tissue from the side of the dorsal hump, which is when the full thickness burn was noticed. It was then reported that there was no obvious reduction in irrigation flow or cessation of irrigation. The surgeon was unsure which one of the two devices he used 03.000.423s scalpel 32.1 x 1.2mm (lot 0871874) for piezoelectric system or 03.000.407s scalpel 17.7 x 15.5 x 1.2 x 0.5mm (lot 0102278) for piezoelectric system. It was reported that the device is a single use device and was therefore disposed off after use. Therefore, the device will not be returned for evaluation. If additional information should become available, a supplemental medwatch report will be sent accordingly.